Event description:
During the 2012 (B)(6) conference, in a presentation titled "longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench," it was reported that a 3.5x20mm promus element stent, deployed in the left main coronary artery at 16atm, was deformed after "re-crossing with balloon, manipulation with guiding." The deformation was treated with post-dilation. Six month follow-up reports "no events."

Manufacturer narrative:
Device is combination product. (B)(4). Source: 2012 (B)(6) conference. "Longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench," (B)(6), m.d. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).